Manufacturer narrative:
Other, other text: additional information h6 and h10: the device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection, the device did not reveal any external damage. During functional testing, s super cap post error was produced during the power up process. The super cap on the main board did not operate as intended. The main board was replaced to resolve the issue. As preventative maintenance, the size pot was replaced. A corrective and preventative action has been opened to address the reported issue. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: g1

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump main board was replaced. No reported adverse effects.